Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer will return the fenestrated bipolar forceps instrument for failure analysis investigation. No site visit was conducted. Isi has not received the product involved with the alleged issue to perform failure analysis. The probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was moving on its own without the surgeon doing anything. The customer switched to a new fenestrated bipolar forceps instrument and completed the procedure with no other issues. Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the error logs and noted an error m-35 system requested energy of a non-mounted da vinci instrument and an error 48221 between the endoscope and the endoscope controller (ec), reseat the endoscope connection. The customer would return the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon stated that the fenestrated bipolar forceps instrument moved on its own. The issue was persistent. There was no shakiness and/or friction experienced. A new instrument was used to resolve the issue. The procedure was robotically completed with all four universal surgical manipulators (usm) with no procedure delay.